Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (date not reported), in order to place an internal magnet. (B)(4).

Manufacturer narrative:
The patient's date of birth and date of initial implantation is unknown at the time of this report. This report is submitted on january 10, 2017. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to discontinue use of the device. The implanted device remains; however, the abutment was removed (date not reported). Additional information was requested; however, not made available as of the date of this report.